Manufacturer narrative:
This report is submitted decmeber 20, 2019. - attachment: [156913 device analysis report reg.pdf].

Event description:
Per the patient's surgeon, the patient experienced a performance decrement with device use; subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.